Manufacturer narrative:
Additional product code: hwc. Unknown when the screw broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch (B)(4). The only information contained in this report is correction or additional information. It was reported that the patient fell and fractured her left humerus and had open reduction internal fixation done on (B)(6) 2013. On an unknown date, the broken screw was found on x-ray. Broken screw was explanted on (B)(6) 2014; patient was discharged two days post-op without complications. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.